Event description:
It was reported that pump declared alarm 20 during cartridge loading while customer followed prompts and waited to remove used cartridge, and customer had not previously reported similar cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge from reported lot, and was able to resume insulin therapy with no additional issues reported.